Event description:
The meter was reading low, and the paramedics had to be called. The customer's meter read 35 mg/dl and the paramedic's meter read 29 mg/dl. The customer was given an IV of glucose and taken to the hosp. The meter and strips are to be returned for eval, and replacement strips will be sent.